Event description:
It was reported that an ilet pump had a completely cracked screen, consistent with a device mechanical damage issue affecting the display component. Symptoms included no clinical symptoms reported. Outcomes included no change in clinical status and no need for medical intervention. Investigation included a review of complaint details and planning for device evaluation upon return. Investigation of this case revealed that the device experienced physical damage to the screen. It was concluded that the event involved damage to the device screen; a replacement device was arranged and the original is expected to be returned for evaluation.